Manufacturer narrative:
Four instances of iag button activated with needle not retracting into barrel. Lot analysis: device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: the lot was built on (B)(4) on aug 8, 2017 through aug 13, 2017 and packaged on (B)(4) for the quantity of (B)(4) units. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: qn/sap database review is not required for level a investigations per CPR ¿ 071. The peura (end user risk analysis) rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis. Observations and testing: observations and testing could not be performed because units were not provided for investigation of this incident. Investigation samples(s) meet manufacturing specifications: unknown; units were not provided for observation and testing. Conclusions: the defects stated in the event description could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not provided for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the description of the complaint. This incident is indeterminate. Unable to confirm the customer¿s experience because units were not provided for evaluation and testing. Unable to reproduce the customer¿s experience because units were not provided for evaluation and testing.

Event description:
It was reported during use of the 18 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter there were four instances where the retraction button was activated and the needle not retracting into the barrel. It was reported that one of the four resulted in an injury, possible needle stick. There is no further report of pre or post medical interventions or possible lab draws with this event.